Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/07/2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient's wife stated she believed she heard an alert to replace the sensor; however, she was unable to confirm if that was what the alert was for or if the patient had change his sensor. She was unable to determined what the receiver was displaying on the screen. The patient's wife indicated the patient was not responsive to the alerts and was foggy. The patient indicated he was transported to the hospital and upon admission to the intensive care unit (ICU), his blood glucose (bg) was 380mg/dl. The patient was administered an insulin drip and stated his bg went up to 890mg/dl. It was indicated that the dexcom and the omnipod that the patient was using together, was removed from the patient's body at the hospital. The patient was not aware if the dexcom had been alerting prior to the event. According to the patient's nurse, the dexcom was inadvertently unintentionally disabled at the time of removal and requested for the patient to get a replacement transmitter as they discarded the transmitter that was removed from the patient's body at the time of event. At the time of contact, the patient was in stable condition. No additional patient or event information is available.